Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer reported occlusion from the reservoir. The customer stated that alarm was resolved by complete set change. Customer noticed the cannula was bent when removing the set. Customer declined to troubleshoot for bent cannula. The product was not returned for analysis.